Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the female connector was separated from the main body of the transfer set. The reported condition was verified. The cause of the reported connection issue was due to the female connector separating form the main body causing a difficulty to disconnect; however, the cause of the separation could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) separated from the mainbody of a transfer set. This issue occurred during an unspecified process step of peritoneal dialysis therapy. It was further reported that a minicap could not be connected because the female connector was loose. The reporter stated the "adaptor was locked in/ stuck/ difficult to remove, which was not a normal occurrence". The transfer set was replaced. The titanium adapter remained in use. There was no patient injury or medical intervention associated with this event. No additional information is available.